Event description:
It was reported that during a da vinci-assisted surgical procedure, the cable pulley of the 8mm tenaculum forceps instrument tore. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.